Event description:
It was reported to manufacture that the vns patient has been experiencing an increase in seizures, and it is unknown if it is above, below or back to pre-vns baseline. The relationship of the event to vns is unknown. The patient's generator has been replaced due to the increase in seizures. It is unknown if causal or contributory programming or medication changes contributed to the onset of the event. Good faith attempts to attain additional information has been unsuccessful to date.